Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: associated item number 51-107110, item name tprlc 133 mp type1 pps ho 11.0, lot # 3296918. Associated item number unk screw(s), item name unk screw(s), lot # ni. Associated item number 124454, item name exceed abt 3hl shell 44/54mm, lot # 3303173. Associated item number 650-0795, item name biolox delta lnr, lot # 3323893. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) reported that a patient had mild pain (may take aspirin), slight limp, moderate trouble washing/drying, moderate trouble putting on socks, moderately difficult to climb stairs, moderately painful to stand up, limping most of the time, pain has moderately interfered with usual work. Attempts have been made and no further information has been provided.